Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to a local hospital with stabbing chest pain and pressure, shortness of breath and diaphoresis. The patient denied nausea. A chest computerized tomography (CT) revealed pulmonary edema. The patient was treated with morphine sulfate without improvement in the pain. The patient was transferred to a ventricular assist device (vad) implanting facility the same evening where the left shoulder pain was noted to be reproducible with resistance. An electrocardiogram (EKG) revealed a left bundle branch block (lbbb). The patient was treated with nitropaste, fentanyl and oxycodone. The site reported that there was a low suspicion for cardiac chest pain but reported the event as a non-st elevation myocardial infarction. On (B)(6) 2018, the patient reported dizziness, continued and constant stabbing chest pain that radiated to the left arm and was unrelieved by nitropaste. A cardiac catheterization revealed patent saphenous vein graft (svg) to right coronary artery (rca), diagonal artery and left internal mammary artery (lima) to left anterior descending artery (lad). The patient subsequently underwent percutaneous transluminal coronary angioplasty to the second obtuse marginal artery and was discharged home on (B)(6) 2018. The pump remains in use. The patient is a participant in the (B)(6) clinical study. No further patient complications have been reported as a result of this event.